Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced issues with two infusion sets on (B)(6) 2024. The cannulas were kinked, and the issue was noticed within 3 hours of insertion in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The introducer needle was confirmed to be ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.